Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd nano" 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the pen needle will not attach properly onto the insulin pen.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the pen needle will not attach properly onto the insulin pen.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.